Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used to retrieve a stent which had migrated up the common bile duct. However, after the successful retrieval of the stent, it was noted that the basket wire was missing from the trapezoid device. Additional imaging was performed, using a forward viewing scope to try and see the missing piece of the device, and the side viewing scope of the working channel was checked to ensure the missing piece was not stuck in the scope. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Manufacturer narrative:
Block h2: additional information: b5 has been updated based on the additional information received on may 2, 2023. Block d4, h4: the complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Imdrf device code a23 captures the event of the trapezoid rx basket being used to retrieve a stent. The instructions for use (IFU) cites: "the trapezoid rx wireguided retrieval basket is indicated for endoscopic crushing and removal of biliary calculi. The lithotripter compatible basket should not be used for any other purpose other than its intended application."

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used to retrieve a stent which had migrated up the common bile duct. However, after the successful retrieval of the stent, it was noted that the basket wire was missing from the trapezoid device. Additional imaging was performed, using a forward viewing scope to try and see the missing piece of the device, and the side viewing scope of the working channel was checked to ensure the missing piece was not stuck in the scope. Patient status: there were no patient complications reported as a result of this event. Additional information received on may 2, 2023. It was reported that "the broken basket was actually a result of it doing what it was supposed to do." The basket tip released from the basket after retrieval of the stent.